Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, no resistance was felt during advancement of the proglide device into the anatomy and the proglide device was successfully deployed. The lever was returned to its original position and the foot retracted; however, upon removal, resistance was felt and the proglide device broke at the guide. The device was held together by the actuator wire. A cut down, surgical incision and puncture site enlarged, was performed to remove the proglide device. No tissue damage was noted. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.